Event description:
It was reported that a patient complained about feeling his heart beat when he moved around or was on his left side on (B)(6) 2022. Upon examination, a high capture threshold and a distinct lack of r wave sensing were also discovered. The lead was explanted and replaced on (B)(6) 2022. The patient was stable prior to the procedure.

Event description:
New information reports that the patient was stable post-procedure.

Manufacturer narrative:
The reported events of high capture threshold and ¿lack of r-wave sensing¿ were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.